Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that burr detachment and shaft break occurred. The target lesion was located in the ostial left circumflex artery. A 1.50mm rotalink¿ plus was selected for use. During the procedure, it was noted that the burr separated from the drive shaft and remained in the wire. Furthermore, the drive shaft was found to be unraveled. The physician was able to retrieve the detached burr, brought the detached component back into the guide catheter and removed from the patient's body. No patient complications were reported and patient's status was fine.